Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported the device experienced fastener no longer facilitates proper cot operations during loading/unloading. There was 1 event with patient involvement; no adverse consequences were reported.

Event description:
This report summarizes 0 malfunction event, where it was reported the device experienced fastener no longer facilitates proper cot operations during loading/unloadin. There was no patient involvement.

Manufacturer narrative:
It was originally reported that the fastener no longer facilitates proper cot operations during loading/unloading. After evaluation, it was found that the issue was not with this device. Because of this, the number of reported events has been changed from 1 to 0.